Manufacturer narrative:
A4 is unknown. The pump was not returned for investigation. The data log was not provided. The cause of the purge pressure low issue was not determined without returned product and sufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp observed low purge pressure so the purge cassette was replaced. Later, the patient was successfully weaned from the pump and survived.